Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2007, the physician performed a pelvic organ prolapse surgery and implanted a caldera ts-10 sling, in order to support the pt's bladder, urethra, and rectum. The day after the surgery, the pt began to experience a constant pain in her pelvic area and a throbbing sensation when she urinated. The physician told her it was normal. Sometime later, the pt went to see the physician and found she had a bladder infection, and she was treated with medicine (type/s unk) and antibiotics. In 2008, after "getting a relief," the pt got a second opinion. The second physician did an imaging test and discovered that the caldera popmesh and ethicon o-prolene suture, used in her surgery, had eroded into her kidney, causing it to block her bladder. This physician performed emergency surgery in order to try and save the kidney. The surgery was not successful and the pt lost all function of her kidney. The following month, the pt underwent another surgery where a third physician, a urologist, removed the eroded mesh and suture, and conducted a ureter re-implantation. The original physician, who performed the pelvic organ prolapse surgery, believes that the tip of the ethicon suture may have punctured the bladder. The physician could not recall if he was using the capio device or his hands to suture at the time of the puncture. The pt is reportedly continuing to receive medical care and no further info regarding her medical history or this event is forthcoming.